Event description:
Home monitoring revealed noise, low impedance, and inappropriate shocks since (B)(6) 2022, magnet placed on device. Lead remains implanted at this time. Should additional information become available, this file will be updated.

Manufacturer narrative:
Lead was capped on (B)(6) 2022. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.